Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are having issues with the insulin pump display screen.  The customer's blood glucose reading was 282mg/dl at the time of incident. Troubleshooting found that the customer may have accidentally suspended the pump.  Customer declined to further troubleshoot.